Manufacturer narrative:
(B)(6). The four (4) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Red markings were found on the returned samples which is likely drawn by the user to indicate the black pm (particulate matter) location. The black pm highlighted by the user are embedded particulate matter (epm) on the borla clamp. The epms at the borla is measured to within the product specification. Underwater pressure testing was also performed with no abnormalities observed. The returned devices were determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black particulate matter (pm) was observed within the tubing of four (4) homechoice cassettes. The pm was discovered by the home patient (hp) prior to starting peritoneal dialysis (pd) therapy. The patient replaced the supplies before continuing with pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.